Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. What step were they on when this issue occurred? - the step was preparation for femur, especially chamfer sides. B. What steps did the caller or user perform after encountering this issue? - after ensuring that situation, the customer utilized femur a/p cutting block instead of velys tools. C. Was the affected case in the morning or afternoon? - it was from the morning to the afternoon because of two or three tka cases. D. Which means three cases performed with the same issue occurred? Two or three? If yes that all happened in same date? - all cases are happened in same date. After that, the procedure was changed; only for cutting the chamfer sides of femur. The manual instruments are utilized instead of velys.

Event description:
It was reported that unk knee femoral attune ps and velys satellite station were involved in a reported event during a total knee arthroplasty procedure. The event involved concerns that, after femoral resection using the velys robot and subsequent implantation, the implant did not fully contact the anterior and posterior chamfer bone. This led to questions regarding the accuracy and technical limitations of the velys robot, as well as the design of the attune cementless implant, particularly the presence of coating on the chamfer surface and its intended contact with the bone. The surgeon noted that when the chamfer cut was performed manually, the implant fit as expected, but when using the velys system, the implant sat proud, potentially compromising press-fit fixation and necessitating bone grafting. There were no reported patient injuries, delays, or adverse consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.